Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s stimulation level is changing to zero when he is in an upright position ¿working in the garden¿. This started two and a half weeks ago. The patient checked therapy status and he is on group a, program 1 with stimulation at 3.0. Adaptive stim feature was turned on. He wanted adaptive stim off and turned it off. He will monitor stimulation no the adaptive stim is off. He confirmed no recent trauma or falls. No symptoms were reported.